Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance and noise on the right ventricular (rv) lead channel. This resulted in delivery of inappropriate tachycardia therapy, both shocks and anti-tachycardia pacing. The field representative reported that the device was likely programmed to monitor only per physician discretion. No additional adverse patient effects were reported.